Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 8mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent detached from the delivery system. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Updated: b5. Describe event or problem, d10. Concomitant medical products and therapy dates, and h6. Device codes.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 8mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent detached from the delivery system. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the 60% stenosed target lesion was located in the moderately calcified and moderately tortous left anterior descending artery. The stent dislodgement occurred outside the patient body. A 6f guidewire was also used.